Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has been revised to address a wound infection. Update rec'd 06/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and erythema. The patient underwent a debridement of the right hip wound on (B)(6) 2016. During the procedure the surgeon noted that he could not identify any communication of the infection with the joint. Intraoperative wound cultures were consistent with staph aureus and contamination of the underlying prosthetic joint components could not be ruled out. The patient underwent a second I&d with explantation of the right total hip arthroplasty on (B)(6) 2016. At this time the patient's right hip components are being reported. The complaint was updated on 07/15/2016.